Manufacturer narrative:
Keypad unresponsive or button error alarm not confirmed during testing. Hardware low level failures error confirmed after failing the self test. Failure due to broken trace at pin one of ambient light sensor. Device failed the self test and passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons were unresponsive. The customer's blood glucose value was 148 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.